Event description:
It was reported that the patient complained of feeling intermittent 'jumping' in the chest, and the lead was found to be pacing the diaphragm. The lead threshold was reprogrammed and the lead remains in use. The patient was noted to be in the block hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.